Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that she fell into a pool and the insulin pump got wet. The customer did not know the blood glucose reading. The customer reported that the insulin pump had been exposed to fluid in the past with no moisture visible inside of the insulin pump. No button error alarm was found in the insulin pump history. The insulin pump passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.